Event description:
It was reported to boston scientific corporation on b)(6) 2023 that a wallflex biliary rx fully covered rmv stent was implanted during a procedure performed approximately a year ago. On an unknown date, the stent was attempted to be removed; however, the stent could not be removed. The patient will be referred to another physician and will be rescheduled for another procedure. There were no patient complications as a result of this event. The patient was expected to fully recover. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove.